Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a misload was identified due to a frame node overlap above the fourth node. It was noted that the misload was due to a new valve loader. A pre-implant balloon aortic valvuloplasty was performed due to calcification using a 21 millimeter (mm) non-medtronic balloon. Upon 80% deployment, constraint and a possible infold were observed. It was noted that the target implant depth when the infold occurred was 3-4 mm. Subsequently, the valve was recaptured and withdrawn from the patient. A second pre-implant bav was performed using a 23 mm non-medtronic balloon. A new valve was loaded into a new delivery catheter system (dcs) and were used to successfully complete the procedure. It was noted that a 10 minute procedural delay occurred as a result of the infold. Per the physician, the patient's calcified anatomy contributed to the infold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012812273); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two media files were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. There is no documentation that a new valve was loaded so it is assumed the misloaded valve was attempted to be implanted. It was reported that a pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implant attempt. During the valve deployment attempt, an infold was evident in the cusp overlap view. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a mislo aded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the valve was recaptured, and a new valve was used to complete the procedure. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.